Manufacturer narrative:
(B)(4). As the date of the event onset was reported as unknown; however, the date the patient received medical attention was reported as (B)(6) 2015, henceforth this will be the date of onset. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by constipation. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event; however, the patient did go to the hospital for observation but was released that same day. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering and antibiotics remain ongoing. No additional information is available.